Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump failed high pressure test. The customer¿s blood glucose level was 279mg/dl at the time of the incident. The customer reported current sensor glucose value was 265mg/dl. Current blood glucose value was 279. The customer treated it with the pump. Patient's blood glucose at time of incident was 225 mg/dl. Based on customer report customer does not allege pump was under delivering. The customer reported that the high pressure test failed even after repeating it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.